Manufacturer narrative:
This product has not been returned. If this lead is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this ventricular lead exhibited high thresholds, loss of capture and increased pace impedance measurements. This lead was then explanted and replaced. No additional adverse patient effects were reported.